Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during out of box, they have received excess of 4 pieces of oxygenators. No patient involvement.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 28, 2022. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 3331, 4114, 3236, 4308). Type of investigation #1: 3331 - analysis of production records. Type of investigation #2: 4114 - device not returned. Investigation finding: 3236 - transport problem identified. Investigation conclusions: 4308 - cause traced to transport/storage. The investigation verified that incorrect product was shipped. An sncr was sent for this incident to the appropriate distribution center for further investigation. Based on the sncr investigation, the root cause for this incident was a picking error. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.